Event description:
During device change out the new device failed to deliver therapy with chronic lead and new lead. Alert for output circuit damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an anomalous connection within the hv charging circuitry on the hybrid. The devices hv output circuitry tested normal.